Manufacturer narrative:
The device was not returned to the manufacturer for analysis. A review of the device history records did not identify any applicable non-conformances to specification. With the available information, a cause or contributing factor cannot be identified.

Event description:
It was reported that the tip of the screwdriver snapped/broke during revision surgery. The surgeon was replacing the old screws with new osteogrip screws and did not tap the screws. The tip of the screwdriver broke off in the head of the screw. The tip was removed. Although the instrument was used in surgery, no patient complications were reported.